Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
I was reported that the subject device exhibited a no image issue during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the completed investigation. Additional information: h3, h4, h6, h11. The device was not returned; however, it was evaluated on site by a field service engineer who confirmed the reported issue. Based on the results of the investigation, the reported event was likely due to the wiring on the video graphics array extender; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.